Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge. Tandem technical support guided the customer through properly changing the cartridge. Customer continued to use the existing cartridge. There was no adverse impact the customer¿s blood glucose.